Event description:
During surgical procedure of "irrigation and debridement of right leg hematoma," the surgeon reported in his operational note that "I wanted to use the versajet hydrodebrider to debride this wound. However, we could not get the versajet to work." The documentation revealed the surgeon then had to perform a non-excisional debridement of the entire wound cavity using a large bore curette. Problems with the hydrodebrider was reported as device not working with no normal saline running into the device's handpiece. No further complications reported for the pt.